Event description:
It was reported " the patient complained of strange sound on his back and the x-ray was taken. It was found the closing screw on l5 right side is dislocated." Device was removed in a second surgery.